Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) was not pacing properly. Analysis noted that there was a faulty patient connector. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing properly. The programmer was returned for service. There was no patient involvement.